Event description:
Erratic operation manifested through various error codes. Upon system reset, error self correct. On this date of event, pump stopped twice while being used on this pt. The pump was removed from the pt and full hemodialysis initiated with a different product. The vendor service agent was contacted at once. Two computer boards were replaced by vendor. The pump stopped again within 24 hours or use.